Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right atrial lead ((B)(4)) and right ventricular ((B)(4)) lead previously exhibited noise oversensing and was capped and replaced on an unknown date. The patient¿s current right atrial ((B)(4)) and right ventricular ((B)(4)) lead also exhibit noise oversensing. It was suspected that the capped leads were interfering with the active leads and damaging each other. The patient presented on (B)(6) 2019 for procedure and all 4 leads were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned in three pieces measuring 10.8cm from the connector piece, 52.5cm in the middle and 14.2cm from the distal piece. The damage found was sustained during procedure. The lead was otherwise normal.